Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain and thrombosis. In (B)(6) 2010, during the index, the patient was treated with the placement of a 3.0x12mm taxus liberte stent and a non-bsc stent in unspecified vessels . The procedure was successfully completed and the patient was doing well. In (B)(6) 2010, the patient began to experience chest pain. In (B)(6) 2010, the patient was diagnosed with stent thrombosis. An angiography was performed which revealed 90% stenosis in the mid lad. A revascularization was performed. No further patient complications were reported and the procedure was successfully completed.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).